Event description:
An aneurx stent graft system was implanted in patient for endovascular treatment of an abdominal aortic aneurysm. It was reported that on a CT scan done approximately 8 years after the index procedure, bilateral distal type I endoleak from both limb stent grafts were observed. The right common iliac artery had dilated to 33 mm in diameter. The patient received treatment seven months later. The physician implanted an endurant limb extension into the aneurx limb stent graft on the left side. The physician coiled the right hypogastric artery, and then implanted two endurant limb extensions into the aneurx limb stent graft on the right side. The limb extensions were extended down into the right external iliac artery. The bilateral distal type I endoleaks resolved. Per the physician, the cause of the distal type I endoleak was due to patient anatomy, dilatation of both common iliac arteries. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.